Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they were just walking around their house and felt a shocking sensation, but noted that they were not near anything that could cause electromagnetic interference (emi). The patient described the shocking sensation as when you put your hand in a glass of water and get electrocuted. The patient stated that it was at one point something and that there was no trauma or falls related to the issue. The patient noted that the shocking had stopped at the time of report. The patient mentioned that they had been having really bad pain at the implantable neurostimulator (ins) pocket site and that they went to their healthcare professional (hcp) a few months ago about this issue. The patient stated that it turned out that the device was off and the hcp turned it back on, which helped the pain go away. It was indicated that there were no falls or trauma related to the issue. The patient noted that they thought that their device was off because they were not feeling stimulation. The patient tried to connect to the implantable neurostimulator (ins) using the patient programmer (pp) but reported getting a poor communication screen. The patient stated that their implant was >5 years old and noted that they had seen their healthcare professional (hcp) who told them they had 4-5 years left on it. The patient confirmed the antenna was secure and synced, but this did not resolve the poor communication. The patient unplugged the antenna, placed the pp directly over the implant on the skin and synced, but this also did not resolve the poor communication. The patient was advised to follow up with a healthcare professional (hcp) to discuss shocking and to have the device checked. No further complications were reported or were expected.